Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a power fail recovery failed alarms. A review of the patient¿s treatment records identified that the patient drained 3595 ml during drain 1 of 4 of the treatment. This drain volume is 240% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and go/ no go gauge check. During a simulated treatment, the cycler was powered off in drain 0. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. There were spots of discoloration or rust on the metal baseplate next to the right side of the cycler. The cause of the encountered discoloration and dried fluid could not be determined. The mushroom head check passed. There were no indications of distorted display encountered during the operation and testing of the received cycler unit. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.